Manufacturer narrative:
This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed northridge site per variance 5. Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.

Event description:
It was reported the insulin pump alarmed button error and it was impossible to press any buttons. Customer's blood glucose was 6.5mmol/l. No furhter info reported.